Manufacturer narrative:
D6b: added explant date.

Event description:
The complainant reported that there was a high discrepancy between the aortic (ao) placement signal and the patient¿s blood pressure, with the ao placement signal measuring approximately 30 mmhg below the patient¿s arterial line pressure. The lower placement signal was observed from the beginning of support. The device was implanted uneventfully, and no additional issues were reported at the time of the event. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
A5. Ethnicity, a6. Race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.